Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was placed on the in-house system. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. Initial findings confirmed. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had a break at the proximal end, where the wire meets the crimp under the protective tubing. The tubing was removed, and it was noted that the wire was pinched near the point it is crimped, indicating that it could be the likely point of break causing failed continuity.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was used but did not work. The site swapped the energy cords and retried, it did not burn so they swapped the instrument and continued the procedure. The procedure was completed with no reported injury.